Event description:
Two kits were used of differing diameters. With each device the guidewire kinked and the needle did not advance. A different type of line was inserted. There was no harm to the patient. The lines were inserted by an experienced senior resident who has inserted numerous lines. Seemed to be a failure of the device akin to failures reported earlier in the year with the same device. Kinking of the wire and binding of the needle. Due to continued problems with these devices, the facilty removed all of this type from the shelf, they will be given to vendor. A new brand of device was ordered emergently and is now being used with no reported complications.